Manufacturer narrative:
An authorized service personnel (asp) contacted the customer to perform service on the device; however, the asp was informed that the device was out of warranty, and the customer declined service. The customer declined service/repair of the device. Philips did not evaluate the device; therefore, the customer's complaint could not be confirmed. There was no patient incident associated with this service call.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Event description:
It was reported to philips that the device had low tidal volume readings. The device was not in clinical use at the time of the event. There was no report of patient or user harm.